Event description:
On december 4, 2023, baxter received information from an investigator with the minnesota department of health indicating a patient fell from a sling used with a golvo 7007 lift and that the patient subsequently expired. The investigator stated she was currently investigating the allegation of maltreatment neglect of a vulnerable adult at the facility. A review of the complaint system found that the initially reported event was addressed in complaint (B)(4), at which time, it was reported that no injury occurred, and due-diligence attempts at that time to obtain additional details from the customer, were unsuccessful. This incident has now been captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
During a current follow-up call with the customer, the customer stated that while the patient was being transferred from the bed to the wheelchair using the golvo lift, one of the leg straps came off the slingbar, and the resident slipped through the bottom and onto the ground. The patient was then discharged from the customer¿s facility and transferred to the hospital due to a ¿possible neck fracture¿. At an unknown time, the patient was then discharged from hospital #1 and transferred to hospital #2 where the patient subsequently expired at an unknown time and of unknown cause. The customer reported that this patient was an elderly female in her late 90¿s and that during the time of the patient¿s residence at the customer¿s facility and prior to the event, the patient¿s family was attempting to place the patient in hospice care due to the patient¿s rapid declining health. The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient, and transferring patients from car. Intended for use in the following environments: health care, intensive care, emergency ward, rehabilitation, and habilitation. The golvo instructions for use (IFU) state before lifting, always make sure that: the lifting accessory is selected appropriately, in terms of size, material design, with regard to the patient¿s needs; the lifting accessories are not damaged; the lifting accessories are correctly attached to the lift; the lift strap is not twisted or worn and can move in and out of the lift; the lifting accessories hangs vertically and can move freely; the lifting accessory is correctly and safety applied to the patient in order to prevent injuries; the sling bar latches are intact. Missing or damaged latches must always be replaced with new ones; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended but before the patient is lifted from the underlying surface. Incorrect attachment of sling to slingbar may cause severe injury to the patient. The device was inspected by a hillrom technician and found to be functioning as designed. Additionally, the customer indicated that this event was contributed to use error. In this event, the patient was reported to have a ¿possible neck fracture¿, was transported to a hospital (hospital #1), and subsequently expired at a secondary facility (hospital #2) at a later unknown time and from an unknown cause. Based on the information provided of the possible neck fracture and need for transfer for higher level of care, it can reasonably be concluded a serious injury occurred. Based on the customer¿s report of the patient¿s ¿rapid declining health¿, desire for hospice care for the patient, and the sparsity of details provided the cause of death is undetermined. The inspection of the device by a baxter technician ruled out a device malfunction. Additionally, the customer attributed the event to use error, therefore it is reasonable to conclude that a device malfunction did not cause or contribute to the reported event. Prevention of this type of event as noted earlier, is outlined in the IFU. A request for additional details of the investigation findings as obtained by the minnesota department of health has been submitted and a reply is pending. If any additional relevant details are obtained, the complaint will be addressed accordingly.